Event description:
It was reported that following successful imaging with an intravascular ultra sound (ivus) catheter, resistance was met between the ivus catheter and the guide wire, and both products were removed as a unit. Upon removal, separation of the guide wire tip was noted. No pt injury was reported.